Manufacturer narrative:
It was reported that when the valve was attempted to be inserted a leaflet tearing was noted. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the material tearing is consistent with implant procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm epic plus supra valve was chosen for a procedure. During procedure, when the valve was attempted to be inserted a leaflet tearing was noted. The valve was replaced with a new 21mm device while the patient was still on bypass. The patient was reported recovering.